Event description:
Note: this report pertains to one of two resolution 360 clips used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 clip devices were used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the duodenoscope was used to pass the clip to hold the ampulla in place but would not open properly and could not be deployed. The account believes this is due to the angle of exit via the duodenoscope. Additionally, the same problem occurred on the other resolution 360 clip. The procedure was not completed due to this event. There were no patient complications have been reported as a result of this event. Note: it was reported that the scope used was a duodenoscope. However, per the instructions for use, hemostasis clip is designed to be compatible with forward viewing endoscopes only.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h11: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device returned with the clip assembly attached with evidence of soft deployment. Microscopic examination was performed, it shows evidence of soft deployment. No other problems with the device were noted. The reported events of clip failure to open, and misuse of the device were confirmed. Analysis of the returned device identified that the complaint was returned with evidence of soft deployment and without any activations. This means that the capsule became detached from the bushing, losing its functionality to open and close properly. The soft deployment could have been caused during the insertion of the device into the scope or when the physician tried to grasp the tissue. The joint capsule-bushing may have been detached due to an external force that hit this joint. It is probable that the physician's technique, the anatomy location (colon), or any hits on this joint during preparation could have contributed to the reported observations. Misuse of the device occurred because the procedure is designed specifically for forward-viewing endoscopes, but a duodenoscope was used in the procedure. Based on all available information and the analysis of the return device, the most probable cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
Note: this report pertains to one of two resolution 360 clips used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 clip devices were used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the duodenoscope was used to pass the clip to hold the ampulla in place but would not open properly and could not be deployed. The account believes this is due to the angle of exit via the duodenoscope. Additionally, the same problem occurred on the other resolution 360 clip. The procedure was not completed due to this event. There were no patient complications have been reported as a result of this event. Note: it was reported that the scope used was a duodenoscope. However, per the instructions for use, hemostasis clip is designed to be compatible with forward viewing endoscopes only.